Event description:
It was reported that while in use on a patient this 980 ventilator generated a background compressor alternating current (ac) fault. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ventilator generated a background compressor alternating current (ac) fault.  The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the compressor battery. Additionally, sp found the exhalation valve flow sensor (evq) was damaged as an additional issue and replaced the evq. The unit also failed the circuit test portion of the extended self test( est) with an "autozero solenoid not operational" message and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and reinstalled the inspiratory module. The ventilator passed all calibrations and tests according to the manufacturer's specifications at the time of service. The compressor battery and evq were not returned to medtronic for failure analysis. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported background fault was isolated in the field to a potential fault in the compressor battery. The investigation also found a secondary issue of faulty s01 which isn't related to the reported event. There is an existing previous internal investigation regarding the so1 issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.